Event description:
It was reported that three instances of high out-of-range atrial lead impedance measurements were recorded. No adverse patient effects were reported. Remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).